Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015- 01406 / 01408).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone right total knee arthroplasty on (B)(6) 2014. Subsequently, patient alleges a nickel allergy, pain, swelling, loss of range of motion and fluid buildup. There has been no reported revision procedure to date. Additional information provided by the patient indicates that allergy and infection testing was performed, both yielded negative results. Swelling in the reported area has since decreased, however patient has not gained full range of motion. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2014. Subsequently, patient alleges a nickel allergy, pain, swelling, loss of range of motion and fluid buildup. There has been no reported revision procedure to date. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.